Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite the attempted use of multiple cables and power sources. Customer reported a blood glucose (bg) level of 300 (mg/dl), and corrected bg level with an insulin injection. Customer indicated that insulin injections would continue to be used for diabetes management.